Manufacturer narrative:
Analysis was performed by remote service personnel and philips authorized bench repair facility. A philips remote support engineer (rse) advise the customer to return the device into bench repair facility. The device was returned into bench repair. The results of the analysis confirmed that the speaker produced audible sound. As well the device was to be found tampered and does not match in edhtreporter and was therefore sent back unrepaired. Based on the results of the analysis, the product malfunction was unable to be confirmed and the speaker was confirmed to be functioning per specification during testing. The cause of the reported problem is unknown. The device was sent back unrepaired due to tampering.

Event description:
It was reported the device was presented with a speaker malfunction error message. It is asked but unknown if there was still sound coming from the device. The device was not in clinical use. There was no report of patient or user harm.